Event description:
The complainant observed an automatic impeller controller (aic) with a purge disc failure. A loaner was already onsite. No report of patient involvement, injury, or harm.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The device has been returned for evaluation. The reported issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The blue purge retainer also had a hairline fracture as seen under the microscope. This report is being filed as part of a retrospective review of historical records.